Event description:
It was reported that during an implant attempt, it was difficult to implant the right ventricular (rv) lead due to venous tortuosity. Upon looking at the fluoroscopy, it was noted the coil was exposed. The lead was removed and replaced. No patient complications have been reported as result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. Blood was observed in/on the helix/lobe mechanism. The helix/lobe was distorted/bent but was within specification for length. The defibrillation conductor was cut but the interior cable continuity was complete. Damage at implant was noted. No anomalies were found.